Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a thr surgery, a piece of one (1) polarstem modular head for 21000662 broke off on impaction. Nothing fell into the patient, the device was retrieved by hand. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Additional information: d4: lot number. H3, h6: the complaint device used in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that there is a fracture at the distal part of the device, where a piece chipped off. The chipped off piece is missing. Furthermore, there are signs of wear such as scratches and dents. The lot number isn't clearly readable because there is a dent on the third number. Lot number "e75?72" is therefore unknown. As batch number isn't clearly readable, the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 41 additional complaints over the past 12 months with similar failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The root cause of the event can be attributed to component failure. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from repeated resterilization, prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. Furthermore, the damage found in the visual inspection indicates that the device will not function as intended. Therefore, all reusable instruments must be routinely inspected for signs of wear and damage after reprocessing. Any instruments found to be damaged should be replaced as necessary to ensure their proper functioning and to maintain patient safety. This guidance is provided by smith & nephew orthopaedics ag (reference: lit. N°03389-en 1363 v4 01/25). The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.